Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely on (B)(6) 2021 via merlin.net with false pause episodes due to under-sensing on their implantable cardiac monitor (icm). Patient had already had previous episodes and programming for the same issue. New programming changes were recommended to a healthcare provider. Patient was stable after the event.